Event description:
It was reported that the patient was hospitalized with symptoms of spinal headache, lumbar hematoma, nausea, vomiting, sensitivity to light and sound, left foot drop, fever, and fluid collect at the posterior back incision. The patient's symptoms were treated with medications. In 2007, the patient's catheter was replaced and the csf leak was treated with a laminectomy, and an autologous fat graft, which was then covered with fibrin. The patient recovered without sequela.